Event description:
The consumer reported that his stimulation was on and when he got home and laid down it stopped working. It was noted that adaptive stimulation had not been enabled yet so the patient would have to make manual adjustments when he changed positions. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.